Event description:
It was reported that the patient underwent an ablation procedure on (B)(6) 2025, for atrial fibrillation. The signal artifact monitor (sam) of the cardiac resynchronization therapy pacemaker (crt-p) disabled the minute ventilation (mv) feature due to sensing of noise and atrial impedance greater than 3,000 ohms (coinciding with the ablation procedure). There were also stored episodes of atrial tachy response that were likely due to external pacing delivery. The crt-p remains in service and no adverse patient effects were reported. It was additionally reported that the atrial automatic threshold test had been suspended due to noise. The atrial intrinsic amplitude continued to be out-of-range at 0.3 mv. And the atrial sensitivity remained at 0.15 mv (automatic gain control). Events were recorded by the crt-p on (B)(6) 2025, due to oversensing of atrial lead noise. The lead configuration remained at unipolar pacing and bipolar sensing. The noise appeared to be possibly external.

Event description:
It was reported that the patient underwent an ablation procedure on (B)(6) 2025, for atrial fibrillation. The signal artifact monitor (sam) of the cardiac resynchronization therapy pacemaker (crt-p) disabled the minute ventilation (mv) feature due to sensing of noise and atrial impedance greater than 3,000 ohms (coinciding with the ablation procedure). There were also stored episodes of atrial tachy response that were likely due to external pacing delivery. The crt-p remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to add the a23 device code in h6 that was inadvertently missed in the previous report.

Event description:
It was reported that the patient underwent an ablation procedure on (B)(6) 2025, for atrial fibrillation. The signal artifact monitor (sam) of the cardiac resynchronization therapy pacemaker (crt-p) disabled the minute ventilation (mv) feature due to sensing of noise and atrial impedance greater than 3,000 ohms (coinciding with the ablation procedure). There were also stored episodes of atrial tachy response that were likely due to external pacing delivery. The crt-p remains in service and no adverse patient effects were reported.